Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on several troubleshooting steps, which were unsuccessful, and ultimately decided to replace the pump. The customer reverted to manual injections for insulin therapy.